Event description:
Patient reported left side rupture. Healthcare professional reported deflated saline implant. Healthcare professional later reported left side "particles in valve" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5 b5.

Event description:
Patient reported left side rupture. Healthcare professional reported deflated saline implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported left side "particles in valve". Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional reported deflated saline implant. Device remains implanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-(B)(4). Aware date should have been listed as 7/15/2024. Laboratory analysis summary: the device related to the reported event of deflation and particles in valve was received on aug 19, 2024. With lot number 2563627. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flow opening. Particles in valve: no observed. As per the investigation procedure crease, wear abrasion and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.